Event description:
It was reported that the patient was seen in the emergency department and was found to have gone into atrial fibrillation (af). After review of stored events, it was noted that the right atrial (ra) lead dislodged. The lead was explanted and was found to have visible tissue on the helix. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed and analysis was performed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID d314drm implantable cardioverter defibrillator (ICD) implanted: 2013-(B)(6), product ID 6947m62 implantable tachy lead implanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.